Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece didn't get hot during eval. Handpiece failed specs due to cap damaged. Cap came in contact with rotor causing cap damage. Also chip air clogged on head of handpiece due to debris built in ports.

Event description:
It was reported that a midwest e pro 1:5 ca overheated during use; no injury resulted.